Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that after taking a large bite of thick tissue, the knife blade came out of the track causing the jaws to no longer open. The device was cut from tissue. There was no patient injury.